Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up due to a device alert. Upon interrogation, it was revealed that the right ventricular lead exhibited an acute impedance increase. The lead was capped and replaced on (B)(6) 2017. Patient was stable post procedure.